Event description:
It was reported that bd ultra-fine¿ short pen needles experienced a case of being difficult to operate, and a case of being unable to prime. The following information was provided by the initial reporter: consumer reported finding non patient end difficult to attach onto the pen. Consumer reported the needle is clogged during flow check.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-mar-2022. H6: investigation summary customer returned a total of 68 used 8mm, 31 gauge pen needles from lot 1237245. 30 of the pen needles were visually inspected prior to testing. 5 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. This would also result in difficulty experienced while attaching the pen needle. The remaining 25 samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needles. No issues were found with the remaining pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that the non-patient side of the cannula had bent. Customer returned a total of 68 used 8mm, 31 gauge pen needles from lot 1237245. 30 of the pen needles were visually inspected prior to testing. 5 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. This would also result in difficulty experienced while attaching the pen needle. The remaining 25 samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needles. No issues were found with the remaining pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that the non-patient side of the cannula had bent.

Event description:
It was reported that bd ultra-fine¿ short pen needles experienced a case of being difficult to operate, and a case of being unable to prime. The following information was provided by the initial reporter: consumer reported finding non patient end difficult to attach onto the pen. Consumer reported the needle is clogged during flow check.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.